Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The location of detachment was hub. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.